Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a patient who developed arthritis after receiving synvisc for gonarthrosis. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc of the patient precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an orthopaedist. This case involves a (B)(6) years old female patient who developed arthritis while receiving treatment with synvisc. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2014, the patient started treatment with intra-articular synvisc injection, at a dose of 2 ml, (frequency, batch/lot number and expiry date: not provided) into an unspecified joint for gonarthrosis. On(B)(6) 2014, the patient developed arthritis and her joints started to swell. On (B)(6) 2014, the patient visited the emergency outpatient unit and her c-reactive protein was 1.5 mg/dl. It was reported that a volume of 100 cc of joint fluid was aspirated and the patient had negative blood culture. On (B)(6) 2014, the patient's c- reactive protein was 0.5 mg/dl. It was reported that a volume of 60 cc of joint fluid was aspirated. Action taken: permanently discontinued. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criteria: required intervention. Arthritis: reporting orthopaedist's casuality assessment: highly probable.